Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no medication orders being processed. A technical support specialist backed up the integrations system to resolve the issue and confirmed the meds are now showing up on the system. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, no medication orders were processed for patients. The customer reported that a malfunction took place when the user tried to dispense medication. There were no delay or adverse events or injuries reported based on this event.